Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture and p-wave amplitude variation. During lead revision, the lead insulation came off. The lead was capped and replaced successfully. There were no patient consequences.